Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the outer insulation was abraded through at 12.5cm and 57.0cm from the connector pin. The abrasion located at 12.5cm from the connector pin was caused by friction against the ICD can. The lead passed all electrical tests. (B) (4) - no complaint received with return of the device. Failure (event) observed during analysis.